Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required as this device was out of production prior to the (B)(4) 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is (B)(4).

Event description:
An optometrist reported, a patient was treated with an axis of 108 when it should have been treated with an axis of 180 during lasik treatment of the right eye. Additional information has been requested.

Manufacturer narrative:
A review of logfile for the whole treatment day was performed. Logfile review shows that the treatment was performed with axis 108 instead of axis 180 as the preop refraction. The root cause is user error. The manufacturer internal reference number is: (B)(4).